Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on an unknown swab type. The consumer stated an unknown amount of additional testing was performed on unknown dates and generated positive results. Confirmation testing was not performed. The consumer stated that he was asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Manufacturer narrative:
(Date of event): this is an estimated date of event, as the exact date was not provided by the consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on an unknown swab type. The consumer stated an unknown amount of additional testing was performed on unknown dates and generated positive results. Confirmation testing was not performed. The consumer stated that he was asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.